Event description:
It was reported that there was a strong smell of burning, the device is full of soot and the power supply seems to have "exploded". There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received used and damaged. The complaint was confirmed by visual check. Fluid ingression found on the power supply board caused burning. The entire bottom housing with other components is damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair.